Event description:
Senseonics was made aware of an incident where user reported of visiting ER due to bleeding.despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive.

Manufacturer narrative:
The user reported of visiting ER due to bleeding. Despite multiple attempts being made to the user to gather more information regarding the reported event, the user remained unresponsive.